Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4).

Event description:
Concomitant medical products: t-pal titanium spacer (part #: 04.812.010s, lot #: l793315, quantity: 1).

Manufacturer narrative:
A device history record (DHR) review was conducted: part: 03.812.521 lot: l916575 manufacturing site: (B)(4) release to warehouse date: 10. Oct. 2018 the non conformity is documented in the DHR. This nc is related to the measurement of sub-component 60208632, where it was during validation found that the foreseen measuring method with a measuring foil was not adequate, therefore the process was updated and the devices were checked with the 3d-zeiss measuring machine to ensure that the are according to the specification. By this it was ensured that the parts are according to the specification and therefore this process related nc is not relevant for the complaint condition. Finally the device history record has shown this lot was processed through the normal manufacturing and inspection operations with no relevant rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release. Review of the device history record showed that there were no relevant issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: customer returned one (1) part. The returned advanced t-pal applicator inner shaft 03.835.521 is in a sound condition and shows no/minimal signs of usage except the distal clamp. The distal functional clamp shows severe traces of deformity. Clamps bent. Functional test: due to the severity of deformity a functional test was not possible. The clamps are significantly bent in the area of the spring. Therefore, the clamp does not mechanically open / close anymore. (Dimensional inspection: the part underwent the production related dimensional inspections during the manufacturing process. A dimensional inspection at the final product is not possible anymore. The claw tip can only be measured during the manufacturing process in a unslotted state, afterwards after slotting the dimensions cannot be measured thoroughly and reliable.) Summary: the complaint is confirmed due to the deformed clamp. The complaint description shows some insights of the surgical steps done during this surgery. ¿sales consultant advised to keep it 10-15 degrees from the midline¿ what is not according to the advanced t-pal applicator surgical technique. Therefore, misuse or excessive forces cannot be completely excluded as root cause of the distal clamp deformation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an l5-s1 transforaminal lumbar interbody fusion (tlif) procedure, the advanced applicator inner shaft became completely detached from the unknown cage. During the procedure, the surgeon used the new tpal advanced applicator. The surgeon knocked the cage into position where the tip of the cage was sufficiently anterior to turn the unknown applicator knob and the cage. The unknown applicator knob was turned to the open position with the green line still visible with the implant firmly attached to the applicator. Prior to impaction, the handle was angled slightly medial in which the sales consultant advised to keep it 10 to 15 degrees from the midline. The advanced applicator inner shaft then became completely detached from the unknown cage. Upon removal of the inserter, the tip of the shaft became completely deformed and was rendered useless. The surgeon attempted to reattach the inserter and continued to impact the cage until it was close to the final position. An unknown impactor was used to knock the cage into its final position. There was no surgical delay. There was no patient consequence. Concomitant medical products: unknown applicator outer shaft (part #: unknown, lot #: unknown, quantity: 1), unknown applicator knob (part #: unknown, lot #: unknown, quantity: 1) and unknown cage (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) t-pal advanced applicator inner shaft. This is report 1 of 1 for (B)(4).